Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported a "pump stop" error message displayed on the cardioplegia pump. The user was able to restart the cardioplegia pump. As a result, a "pump jam" error message was displayed. Every attempt to restart the pump, with or without tubing, resulted in a pump jam message. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.